Event description:
It was reported that the patient presented remotely via merlin.net for a follow-up on (B)(6) 2022. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was post paced t-wave oversensing on the ventricular channel. The patient did not receive any therapy during the oversensing. Programming changes were performed on the ICD. There were no adverse consequences to the patient.